Event description:
Doctor reported the implant fractured at the body of the implant and was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Email address unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: *d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. An implant was returned for investigation, see attached image a035 in the complaint. Visual inspection of the as returned product identified worn markings due to usage and bone with fracture at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per the reported device location is unknown and was used for approximately 1 year 11 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (2019031051). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019031051) for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Review completed utilizing keywords: fracture implant post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.